Event description:
Reporter stated that patient obtained blood glucose results of 486 mg/dl and 198 mg/dl, within 3 minutes, on the accu-chek mobile system. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.